Manufacturer narrative:
Results: thirty retention samples were visually inspected for missing IV protectors and IV needle preactivation with no defects identified. Conclusion: as previously reported, without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6319835. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
(B)(4). Device evaluation: a sample is not available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that because the protective sheath was missing from the suspect device, a clean needle stick injury occurred when removing the device from the package.